Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was presenting noise on the right atrial (ra) lead and right ventricular (rv) lead, as well as, oversensing of the electromagnetic interference (emi). The surgery was completed successfully. This crtd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was presenting noise on the right atrial (ra) lead and right ventricular (rv) lead, as well as, oversensing of the electromagnetic interference (emi). The surgery was completed successfully. This crtd remains in service. No additional adverse patient effects were reported.